Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and rebooted itself several times. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in this event.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and rebooted itself several times. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in this event.

Manufacturer narrative:
The battery pins were replaced as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.